Event description:
The customer reported that this unit was not working and that it had no power.

Manufacturer narrative:
The factory has not yet received the device for eval and this complaint is still under investigation.